Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation confirmed the reported complaint that the device stopped. It was determined the device failure was due to a defective internal battery. The internal battery was replaced to address the issue. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while on a patient. The patient was placed on another ventilator after the reported event. There was no patient injury reported as a result of this incident.